Event description:
It was reported that this right ventricular (rv) lead was explanted after approximately 12 years in service when this device does not have a set life expectancy. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it getting dislodged while the atrial lead (ar) was removed. Afterwards the lead presented a lack of capture. The dislodgment was confirmed through fluoroscopy. A new rv lead was implanted. No additional patient effects were reported.